Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture and intermittent sensing. Subclavian crush was suspected. Exit block was reported. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The inner coil was found to be separated on x ray. All the filars of the inner coil were fractured consistent with suture tie down forces. The cause of the reported events of no capture and intermittent sensing was isolated to the fractured inner coil at the suture tie impression region consistent with excessive suture tie down forces.

Event description:
New information states that noise was noted on the lead.